Event description:
It was reported that the pump touchscreen would time off sooner than expected and sometimes would not trigger an action despite being prompted via touch inputs. As a result, the customer experienced an elevated blood glucose (bg) level of 900 mg/dl with a high level of ketones that was identified to be life threatening. Customer went to the emergency room and was subsequently hospitalized in the intensive care unit, where they received treatment with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer. Customer was released from the hospital on (B)(6) 2026. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the touchscreen-related issues, but no response was received.